Manufacturer narrative:
In the related balloon complaint (B)(4), it is mentioned that the patient died. However, as per the medical review, there is no indication that the death was attributed to the iabp pump used during therapy. The death information is reported in mfg report number 2248146-2025-0000459. Other contact person number: (B)(6) updated field: a4, b4, d9, e1(phone and event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer through a direct call to the emergency support program that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. The customer reported that they had augmentation back but that there was a gas loss in the circuit without reason. It was reported that the customer switched pumps the night before and it happened again and they don't know why. Troubleshooting determined that the customer had called previously but did not utilize the help screen or the iab fill key. The customer had restarted therapy before calling the esp line. Esp personnel had the customer verify that there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel also explained the nature of the alarm but even with patient hemodynamics/clinical picture the alarm cause was unknown. The customer was encouraged to call back should the alarm go off again. Patient harm or injury is unknown. It was reported that the patient died. However, as per the medical review, there is no indication that the death was attributed to the iabp pump used during therapy. Refer complaint (B)(4) for further details, medical review, and MDR filing of the death. A getinge field service engineer (fse) evaluated the unit and replaced the o-ring, battery, and screw kit and completed maintenance successfully. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. However, no patient harm or injury reported.